Manufacturer narrative:
Device evaluation summary: visual inspection shows the piece that was flushed out is in a separate container. During the cleaning process there was adequate flow observed through the device. Reason for return was visually confirmed by the piece returned by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp single stage venous cannula with right angle metal tip, it was reported that after initiation of bypass, the patient was not adequately draining and the cvp [central venous pressure] was rising. The perfusionist notified the surgeon that there was a drainage issue, likely with the svc [superior vena cava] cannula. After attempted repositions without increased drainage or a lowered cvp, the decision was made to change the cannula. The current cannula was removed and replaced and the drainage issues resolved. The removed cannula was gently flushed at the field and a small, hollow, what appears to be plastic ring-shaped piece came out of the cannula. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Fdc code updated d4 UDI updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.